Manufacturer narrative:
The lot number was provided for both malfunctions, therefore, a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the alleged balloon rupture as no objective evidence has been provided to confirm any alleged deficiency. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cq5064j pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. Both malfunctions involved patients with no reported consequences. One patient was reported as a (B)(6) year-old male and weight not provided; the age, weight, and gender of the other patient was not provided.